Event description:
It was reported that the asymptomatic patient presented to the clinic remotely via merlin.net. Upon review, false episodes of cardiac pauses and bradycardia were noted due to undersensing on the implantable cardiac monitor. No intervention was performed at this time. The patient was in stable condition.